Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, keypad/button unresponsive/button error, rewind anomaly, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-886a, mmt-332a. Troubleshooting was performed. Customer reported insulin flow blocked alarm (past/resolved event).issue was resolved. Customer reported receiving a stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-886a. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Pump rewinds properly during testing. No pump error during testing. Thus software was utilized and downloaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. During download history review no relevant alarms on or near the event date to confirm complain code. Pump was cut open to perform visual inspection and found moisture damage on the electronics and motor assembly noted. The p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case. Customer alleged not confirmed for no delivery, rewind anomaly and keypad unresponsive during testing. Exposed to moisture confirmed on electronic assembly and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.